Manufacturer narrative:
The device has been received by the manufacture; device evaluation is in process.

Event description:
The event involved a report of leakage on the filter of a plum set. The event occurred during infusion and 5fu (fluorouracil) medication was being used. There were no obvious defects noted on the tubing set, no hole, cut, tears or any other defects. The tubing replaced and therapy resumed. It was also mentioned that it was not exposed in extreme temperature condition. The leak occurred after 4 hours of infusion. There was patient involvement, no adverse event, and no delay in critical therapy.

Manufacturer narrative:
Received one used list# 142560488 with the complaint of "leakage on the filter". No images or videos were provided showing the precise nature of the leak. The reported infusate was 5fu for 4 hours prior to detection of the leak. As received, the set was visually inspected and no issues were found initially. The drip chamber portion of the set was air pressure leak tested in order to assess not just the vent cap but the drip chamber bonds and no leaks were detected. The filter vents on the filter housing were then closely examined and they were wetted out with prior infusate solution. While imaging the filter vents, the inlet port on the filter housing broke off with minimal resistance. Examination of the fracture surface shows signs of prior crack propagation, and that the break during examination was due to the port finally fully failing. The reported complaint can be confirmed. The probable cause of the filter housing leaking can be attributed to the temporary or permanent loss of the hydrophobic properties of the vent material due to infusate interactions. The probable cause of the cracked/broken inlet port is due to environmental stress leading to failure during use. The lot history could not be reviewed as no lot number was provided.